Manufacturer narrative:
Richard wolf medical instruments corporation is the importer of this device. Rwmic will notify rwgmbh (manufacturer) if new information becomes available.

Event description:
Rwmic reference complaint no. (B)(4). On october 20, 2022, richard wolf medical instruments corp. (Rwmic) received a medsun mandatory and voluntary report # 2211900000-2022-8008 regarding product ID# 46531313, lot#21003675. Description of event: the tip of the loop (wire part) noted missing, may have disintegrated. Currently, requests for additional information from the user facility have been unsuccessful. Rwmic MDR awareness date: 20-oct-2022.